Manufacturer narrative:
H10: the actual device was returned to philips where the technician was able to replicate the customer's issue. The technician found the audio worked; however, the device had speaker malfunction alarm and log messages. There was corrosion on the system board near the speaker connector which caused intermittent audio failure. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 had a speaker malfunction but was unable to confirm local audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.